Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that her stimulator was not working at all. She was having accidents and the stimulator had not been able to control her symptoms. It was indicated that the therapy was on but she was not feeling stimulation on the day of this call. She was instructed to increase stim and felt comfortable stim. A loss of therapy was noted. It was indicated that fall could be related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.